Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zkb00, was explanted due to blurry vision and that the patient had difficulty adjusting to the lens. There was no incision enlargement, vitrectomy or sutures done. Additionally, there was no patient post-op injury. The patient was reported as doing fine.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the product was disinfected and received in a lens case. The disinfected product was inspected using 12x magnification and with an aided eye; the device was observed damaged, most probably to make explant possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.